Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor fractured; outer insulation is torn and breached in the medial section. Outer insulation also contains a breach at the electrode end. Distal segment was returned and analyzed.

Event description:
It was reported that patient experienced pre-syncopy events and oversensing is noted on telemetry. The lead was replaced. No further patient complications have been reported as a result of this event. It was further reported that after extraction of the lead, insulation breakdown was noted on the lead where it passed through the atrium. There was cross talk occurring on this lead whereby the rv lead was sensing atrial events both paced and sensed.